Event description:
The customer was admitted to the hosp for high bgs and released two days later. After a week the customer called back and stated that they felt nausea. The customer has been on pump for about a week and they felt sick for the same amount of time. The customer stated that they should have gone to the hosp sooner, but their endocrinologist and the pump trainer persuaded them to wait and see if they feel better. The customer did not believe that was pump related.